Event description:
It was reported that the valve was leaking from the bottom.

Manufacturer narrative:
The valve was patent and passed all pressure-flow and preimplantation testing. The valve did not pass siphon and reflux testing. Debris inside the valve may interfere with the membrane resulting in reflux and siphoning. The valve did not pass leak testing due to a large tear on top of the delta chamber. There were stress marks on both the inlet and outlet connectors. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.